Event description:
It was reported that the patient experienced a low glucose event with a lowest continuous glucose monitor (cgm) reading of 66 mg/dl on a dexcom g7 after eating two sausages and fries without meal announcing, and the patient treated with oral carbohydrates in the form of peanut butter crackers. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included the need for unexpected medical intervention consisting of oral glucose intake without hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, with relevance to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
Initial.